Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband were hospitalized due to high blood glucose on unknown date with blood glucose was 698 mg/dl. Customer had symptoms such as vomiting. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.